Event description:
It was reported that the customer experienced a high blood glucose level of 436 mg/dl, leading to an emergency room visit and subsequent hospitalization in the intensive care unit on (B)(6) 2025. Trace ketones were present and considered life threatening by a healthcare provider. Cause was not known. While in the ICU, the customer received IV fluids and insulin. System check with tandem technical support confirmed the pump was functioning as intended. The customer was advised to consult with a healthcare professional to further discuss what may be affecting blood glucose levels and was instructed to replace supplies as needed and continue insulin therapy. The customer was released from the ICU on (B)(6) 2025 with the issue resolved and no permanent damage.